Manufacturer narrative:
Event log review could not establish a definitive root cause. Quality compliance will continue to monitor similar complaints as part of routine post-market surveillance.

Event description:
As per reporter, during final spin it was identified screw was placed medial and not in bone. Screws were removed and replaced. No patient harm was noted.